Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the device had reached eri prematurely. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Additional information: upon receipt, the device was interrogated with a programmer and the device was noted to have reached elective replacement indicator (eri) and end of life (eol). The device image was obtained and reviewed, and the monthly unloaded battery measurement plot indicated normal battery depletion. The device was tested on the bench using test leads and resistor loads. Telemetry, sensing, pacing, pacing lead impedance, high voltage lead impedance, hv charging, hv delivery and hv shock impedance were tested and no anomalies were detected. A longevity estimated was performed and it was determined that the battery voltage was lower than expected base on device usage. Further investigation revealed no anomalies with the battery. The reported event of premature battery depletion could be confirmed and the root cause was undetermined.